Event description:
I went to see dr (B)(6) with the complaint of loose skin around the neck area. I did not come to see him about wrinkles on my face since I have no problems with wrinkles on my face. I wanted to see improvement on my neck. Dr (B)(6) told me thermage could help tighten the loose skin and lift the chin and the loose skin on my neck. This claim is also being made on (B)(4)website that thermage can lift the chin, neck, and loose skin on the jawline. I have a screen shot of (B)(4) website making the claim of lifting the chin line and tightening the skin along the neck. The claim of lifting and tightening the loose skin along the jawline, neck, chin is not a claim they did not seek your approval for. Ulthera is the only MFR you approve of for the treatment of the neck despite (B)(4) attempts to market thermage as a way to lift, tighten and improve the neck area. I have a screenshot of the company's site. In fact, in a letter to me they called using thermage on the neck and chin as an off label treatment. As a result of usage to be off label treatment and that you don't regulate off label treatment. If it is an off label treatment than why is (B)(4) promoting the use of thermage to help lift the neck? It seems odd since the company claims it can help lift and tighten loose skin along the neck. A staff member at dr (B)(6) did the thermage and no doctor was presented at the time of treatment. This was at most her second time doing thermage as she informed me. As a result of the thermage treatment, I have nodules on my thyroid that are a result of blisters caused by the burning of my thyroid. I was told by another dr's office staff (dr (B)(6)) this past (B)(6) that (B)(4) is now telling drs to avoid the thyroid area. This policy change happened after my thyroid was burned. My thyroid was burned before they started to warn drs of the problems related to thermage and its impact on the thyroid. I read online that less than 30% of people were happy with the results or even saw any results from thermage used along the jawline and neck yet the company is making claims it helps lift the area. I have a screen shot and drs are promoting thermage as a way to help fix the problem of loose skin on the neck and jawline. I found many complaints from consumers about the lack of results in lifting the chin area or tightening the skin along the chin as they claim on their website and some drs claim who are using thermage. I had to save for a long time to get thermage. It was $(B)(4) and that is a lot of money for me. I read more people online spending more who are upset. I lost money, was hurt and require future treatment of a problem created by thermage.